Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the insulation of the insertion section was loose and buckled. In addition, the teflon jaw was missing from the grasping section. The device was sent to the original equipment manufacturer (OEM) for further investigation. The OEM evaluation confirmed that the reported investigation findings. The damage found maybe attributed to the user attempting to close the grasping section and by doing so, the distal tip of the probe hit the proximal end of the teflon jaw.

Event description:
It was reported that during an unspecified procedure, the probe broke. Nothing fell inside the patient. There was no patient injury reported. No additional information was provided.